Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother also reported that he received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that her son had been treating his high blood glucose with the insulin pump. The customer's mother stated that the insulin did not exit at the quick release after reconnecting the infusion set and performed fixed prime. The insulin pump will not be returned for analysis.